Event description:
As reported by edwards implant patient registry, a 26mm s3 ultra valve was explanted after one year and six months due to unknown reasons. A 23mm surgical valve was implanted in replacement.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for valve unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery /medical records. A review of the device history record did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the medical records were provided; however, there is no indication of the reason for explanting the valve approximately 1 year and 6 months post implantation. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.